Event description:
It was reported that during a preventive maintenance (pm) of the external pulse generator (epg), the biomedical engineer noticed it had a broken case. Therefore, the epg was returned for repair, was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case was broken. It was also noted that the interconnect flex was out of specification. (B)(4).